Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 20ml ll s/c 48 had foreign matter. The following information was provided by the initial reporter: it was reported that during the visual inspection within the process, customer identified nonconforming products. The defect is ink smudging. This is due to poor printing and foreign matter contamination.

Manufacturer narrative:
(B)(4) follow up for device evaluation it was reported there is ink smudging due to poor printing and foreign matter contamination. To support the investigation, forty-two samples packaged in a bulk plastic bag, along with six photographs, were submitted for evaluation by the quality team. A visual inspection was conducted using 10x magnification. Among the samples, four exhibited syringe barrel scale markings with double printing. Thirty samples contained dark-colored specks identified as embedded degraded resin. Eight samples showed no visible defects or imperfections. The provided photographs depicted a subset of the received samples. The double printing observed on the scale markings is typically associated with a jam occurring during the syringe barrel printing process. The embedded degraded resin is generally introduced at startup or intermittently during the injection molding process, when degraded material may dislodge and become incorporated into molded components. A verification of the syringe scale marking process was performed, confirming that the equipment settings were correct and product flow was consistent. Based on the investigation and analysis of the returned samples, the customer-reported issues were confirmed.